Event description:
On (B)(6) 2022 a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2022 the patient's peg site was irritated with secretion. It was reported that the peg tube was located in the folding of the skin and the secretion accumulates there. A physician prescribed augmentin for 10 days and synthomycine cream for 6 days.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.